Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times, and the wake button performed as intended. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 463 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Ultimately, the customer reverted to manual insulin therapy.